Event description:
It was reported medfusion 4000 pump alarming, travel coarse error, case damage. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, top case corners were chipped, bottom case was cracked by l-bracket, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced lead screw, clutch spring and both clutch halves. Replaced top and bottom cases. The cause of the reported problem was traced to the customer damage of the device and the components wear. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.